Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-mar-27. The reporter was provided.

Manufacturer narrative:
On (B)(6) 2017, analysis of the partial catheter received (pump segment) revealed no significant anomaly; coring / tears / cuts in the seal of the sutureless connector were noted. Regarding analysis, it was indicated that no leaks were identified in the laboratory.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter.

Event description:
Information was received from a manufacturer representative on 2017-mar-15 regarding a patient's implanted infusion pump containing unknown baclofen (2000mcg/ml at 900mcg/day). It was noted that the managing physician used both gablofen and lioresal, not compounded products. The indication for use was intractable spasticity. The patient's weight and medical history were asked but unknown. It was reported that the patient experienced a return of symptoms on an unknown date. The patient's managing physician suspected micro-tears in the catheter, so the catheter was replaced. When the catheter was disconnected from the pump, clear fluid was observed coming out of the catheter, and the catheter tip was at the bottom of t3. The surgeon was unable to explant the entire catheter, and instead only removed the pump segment. An entire new catheter was placed with the tip at t2 per the managing physician's orders. The issue was considered resolved at the time of report, and the patient status was alive - no injury. It was unknown if any environmental, external, or patient factors may have caused or contributed to the event, and it was unknown if any diagnostics or troubleshooting were performed. No further complications were reported or anticipated.